Event description:
After 13 yrs of cochlear implant use, this pt reported decreased auditory performance. Diagnostic testing of the device showed multiple electrode faults. Explantation/reimplantable surgery took place in 2005.